Event description:
During the stenting of the right iliac artery, as this stent was being deployed, it jumped from the catheter, over the target lesion, in an inaccurate position. The patient is a male. There was no vessel calcification or tortuosity present. The rate of stenosis is unknown. The diameter of the lesion was 6cm and the length was 4 cm. The product was properly inspected and prepped prior to use. The physician accessed the right femoral artery. A guidewire was advanced to the lesion with no difficulty. There was no difficulty advancing the stent delivery system (sds) to the lesion. After slack removal and verifying the stent location, the stent was placed using the turning dial (not using the lever); however, the stent jumped 30mm away from the lesion toward the aorta. The event occurred after 35mm of 40mm of the stent was expanded. The stent remained in the iliac artery, but towards the aorta side. Therefore, two stents were used to complete the procedure. One stent (palmaz, p2007e) was deployed to keep the previously deployed stent in its position. Another stent (palmaz, p2007e) was additionally deployed to fully cover the lesion length. It is noted that there was no obstruction of blood flow. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.